Manufacturer narrative:
(B)(4). The sample was confirmed not to be available, without the actual sample to evaluate the reported defect was unable to be confirmed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: "filter fell out of the vent on the drip chamber and fluid leaked out the hole." Patient received full treatment. No injuries reported.